Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high threshold and no capture. The patient experienced syncope and was admitted to the cardiac care unit (ccu). Diagnostic testing and troubleshooting was performed and reprogramming was completed. The lead remains in use. No further patient complications have been reported as a result of this event.